Manufacturer narrative:
The customer provided instrument files for investigation. Investigation ongoing. Quality controls were run and results were within range. The measurement cartridge was replaced by the customer.

Event description:
The customer reported a discrepant low neonatal bilirubin (nbili) result from the rp500e when compared to repeat testing on a laboratory analyzer. There is no report of injury due to this event.

Manufacturer narrative:
Investigation was completed. A review of the instrument events log, co-ox data, absorbance spectra, and aqc data from the rp500e instrument indicates that the co-oximetry subsystem appeared to be performing as intended at time of analysis of the escalated sample. No co-ox related errors or interferents were detected, the sample absorption profile and performance indicators appeared typical, and all analyzed aqc samples recovered within the published limits. Two ¿d39 obstruction: clot_detected_err1¿ messages were detected shortly before and after time of analysis of the escalated sample. The frequency of observed clots may indicate poor sample integrity. Examination of the escalated sample shows that thb recovery and hct signal were significantly elevated, and internal quality metrics were consistent with elevated air in the post-sample wash. With these errors observed, it is likely that pre-analytical factors may have attributed to the discrepant low nbili result such as the sample integrity of the sample itself was compromised prior measurement. However, with the limited information provided a definitive root cause of this issue cannot be determined. The rp500e instrument is currently installed and operational at the customer site. No systemic product problem identified.